Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline fault alarms. There was a suspected issue with the black wire in phase 2 being broken. There were no new alarms and the patient was stable. The patient was being treated for thyroid toxicosis prior to elective exchange. A review of the log file revealed driveline fault events throughout the log file. The black wire appeared to be the only wire having issues as the other 5 wires functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the reported driveline fault alarms; however, a direct cause for these findings could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the driveline fault alarms are indicative of a potential driveline issue. The submitted log file captured silenced driveline fault alarms consistent with an issue with the black wire of motor phase 2. The log file appeared to show the system operating as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.